Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, low rv sensing was noted. The lead remains in use. The patient's condition is fine after the event.

Manufacturer narrative:
On 09/16/15 the lead was returned.